Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. Per the patient, it was ¿morphine 20.0 mg, bupivacaine 0.6 mg/ml, and clonidine 150 mcg.¿ the indication for pump use was non-malignant pain. The patient called wanting someone to come to the ed (emergency department) stating, she was ¿in after a malfunction I had when I had my pump refilled yesterday.¿ the patient explained that she had a pump refill at 1:45 pm yesterday and was having an ¿itchy feeling ¿ not just the area they used the wipes ¿ but irritation in other areas.¿ she stated that she asked if they had used more alcohol than normal but was told no. They told her to wait after the refill and she made her next appointment. She then left 5-10 minutes later and had a 45 minute drive home. She stated that she noticed that she was getting tired on the way home. Around 5-5:10, her husband found her in her car passed out, soaking wet, and barely breathing. Her husband gave her narcan and called 911. She stated that she felt like she was barely breathing. She ¿got to the hospital around 7, no 5 or 6 last night.¿ she stated that she felt horrible last night. She had only taken her usual meds yesterday. Now, she was feeling okay. She mentioned that her healthcare provider (hcp) could see her tomorrow.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned.¿ these words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.